Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of rv capture and decrease impedance was observed. The lead was x-rayed for position and showed the lead was dislodged. The lead was explanted and replaced. The patient's condition was stable before, during, and after the event and will follow up in the clinic as normal.

Manufacturer narrative:
Analysis was normal. No anomalies were found.